Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20113015 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. (B)(4).

Event description:
It was reported that a as lvp 20d dehp 2ss cv had ruptured tubing during use. The following was reported by the initial reporter: "it was reported that tubing has a splinter crack at the connector. Verbatim: incident 2: (B)(6) reported: one incident from (B)(6) center for pump set item (B)(4) lot (10) 20113015. The tubing in question has a splinter crack at the connector. Photos 3-8 of the actual tubing in question are attached above. ICU team was seeing some leaking with their tubing. (B)(6) also sent a new picture of 10800175 new tubing photo, last photo to show new tubing."